Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the emergency department with a non-device-related complaint. During a device interrogation, it was noted that the ventricular sense markers were appearing on the atrial electrogram. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.